Event description:
It was reported that the ventricular lead exhibited low sensing threshold and an increase in capture threshold. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.